Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and displayed user advisory (ua) 26 (decompression target not reached) error message" was confirmed based on the archive data review; however, the reported complaint could not be confirmed during functional testing. The root cause for the reported complaint is most likely due to a defective drivetrain, as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2011 and is over 8 years old, passed the expected service life of five years. During the visual inspection of the returned autopulse platform, no physical damages were observed. A review of the autopulse platform archive was performed, and it showed multiple ua26 to have occurred on (B)(6) 2020 rather than the customer's reported event date of (B)(6) 2020. Based on the archive, the ua26 was followed by system error user advisory (ua) 139 (unable to hold compression position). Further review of the archive data showed the following user advisories to have occurred around the customer's reported event date. Multiple ua45 (not at "home" position after power-on/restart), multiple ua02 (compression tracking error), one occurrence of ua12 (lifeband not present), and multiple ua07 (discrepancy between load 1 and load 2 too large) error messages were observed. The aforementioned error messages are unrelated to the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. User advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory (ua) 12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and by restarting the platform. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the ua. The autopulse platform failed initial functional testing due to (ua) 02 (compression tracking error) and "system error, out of service, revert to manual CPR" error messages displayed upon powering up the device. The observed ua02 error message is unrelated to the customer's reported complaint, and the root cause for the system error is most likely due to a defective/out of specification drivetrain. The drivetrain will be replaced to address the faults. Upon customer's approval, the defective parts will be replaced, and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn: (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) stopped compressions and displayed user advisory (ua) 26 (decompression target not reached) error message. The use of the platform was discontinued, and manual CPR was performed. No further information was provided. No consequences or impact to patient.